Manufacturer narrative:
Additional product code: hwc. Without a lot number, the device history records review could not be completed as no product was received. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an open reduction internal fixation of 3-4 metacarpals on left hand, the surgeon put in two (2) screws in the plate on the metacarpal with no issue. Then the two (2) drill bit broke and the broken ends lodged in the canal of the bone. The surgeon was able to get one broken end out. He could not retrieve the other broken drill bit piece. Then the surgeon had a screwdriver blade break upon inserting a screw. And later he had another screw head break as he inserted the screw. There was a delay of surgery of sixty (60) minutes as the surgeon retrieved broken pieces and tried to use other implants to complete the surgery. Patient outcome is unknown. Concomitant device reported: unknown screws: trauma (part# unknown, lot# unknown, quantity# unknown). This complaint involves six (6) devices. This is for report (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary returned product investigation flow: damage visual inspection three (3) holes had stripped threaded locking columns. No damage was noted to the plate's remaining features. Dimensional inspection dimensional inspection could not be performed due to the device's received condition. Document/specification review the current (lot/manufacturing date unknown) drawing was reviewed no design issues were noted. Conclusion the received condition of stripped locking threads was observed during investigation. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. While no definitive root cause could be determined, the damage is likely due to a drill bit contacting the plate's threaded locking columns during drilling. Occurrence of this type of damage to the plate is not likely when an appropriate drill guide is used. Reference variable angle locking hand system technique guide (dusutrm01150505-3 09/18). It was unknown at the time of investigation whether an appropriate drill guide was used. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.